Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to perform ground isolation tests and/or exchange the graphic user interface (guis) to troubleshoot. Medtronic was not authorized to service the ventilator.

Event description:
It was reported a ventilator with a loss of communications. The ventilator was not on a patient at the time of the event.